Manufacturer narrative:
Codes updated to reflect new information.

Event description:
Additional information: there was patient involvement. No patient harm or injury. Patient did report feeling like ?"something was stuck in their throat''.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefore no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the trachy tube was removed from the patient by their parent over the weekend. The patient was complaining of feeling like something was stuck in their throat. After removal, it was "apparent that the tube was faulty / had degraded. The many tears were easier to see on manipulating the tube without the introducer." The device was replaced with another trach tube.

Manufacturer narrative:
B3: date of event, d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.